Manufacturer narrative:
Additional information received indicated that the patient was brought in for extensive testing. No noise or artifacts were able to be recreated. The vector was changed to secondary. Subsequently, the patient had an untreated episode in which smart pass had also already been disabled. There appeared to be a change in the morphology to a right hemiblock pattern. During the follow-up session there was a third rhythm identified which was not a rbbb or a right hemiblock pattern. The patient is scheduled to come in for an ep test. The device is planned to be turned off if the patient is not able to be induced. Ts recommended programming the vector to alternate, as there was no indication that t-wave oversensing was present. No adverse patient effects were reported. Subsequently, the latest date from a device interrogation was reviewed. There were no new stored episodes and no new charges/transitions to the tachy profile. The device was currently programmed to alternate vector with smart pass turned on. Intrinsic r-wave sensing was approximately 0.5 mv. Additional information was received following the ep test, indicating that the patient was not able to be induced. As a result, tachy therapy was deactivated. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received 39 inappropriate shocks. Boston scientific technical services (ts) reviewed device data and confirmed that this patient had a right bundle branch block (rbbb) that was impacting the device's ability to sense and detect when the primary vector was used. Smart pass had automatically been deactivated due to a significant change in morphology. Ts advised that it was important to program secondary vector and turn smart pass on for this patient. The patient planned to be brought in for additional testing.